Event description:
Report received of an over-delivery. The pump was programmed to deliver 100mg/100ml versed at a continuous rate of 1.5ml/hr on the primary line. The infusion began at 2115. At 2200, the volume to be infused on the pump display indicated 97ml instead of the expected 98.9ml. At 2325, the pump gave an audible alarm that the infusion was complete, but the display read that 22.3ml were left to infuse. The solution remaining in the bag was reported to be 6ml. The pump was still reportedly programmed to deliver at a rate of 1.5ml/hr. The customer contact would not comment if there was any adverse patient effect or if any medical interventions were necessary. It was reported that the patient expired three days later from an unspecified cause "not due to the incident". Several unsuccessful attempts were made to obtain additional information. The risk manager stated she "would not disclose confidential patient or event information". Though requested, no additional information was received.